Event description:
Customer reported telemetry pt's were randomly going to no comm. There was no reported pt injury. Investigation/conclusion: ge medical systems investigation into the reorted complaint is ongoing.